Event description:
During routine follow-up, device was functioning fine. Pt went home and subsequently received a shock. Pt was asked to come back since he was asymptomatic and does not have a history of slow vt. When the pt came back, reporter was not able to interrogate the unit. He was sent home with a scheduled appointment. Further event description on page 3 of this form.